Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the caller successfully started their sensor session without encountering the error again.